Event description:
During a surgical procedure, the surgeon was buzzing the hemostat and suffered a minor burn to a finger.

Manufacturer narrative:
The surgeon was performing a c-section. She was 'buzzing' a hemostat with the cautery pencil and suffered a minor burn to a finger. No medical treatment was required. The sample was returned and evaluated. The pencil was tested in cut and coag modes utilizing a chicken breast. The pencil operated as intended and no mfg defect was identified. The practice of 'buzzing' a hemostat is not recommended as it poses a risk for shock and/or burn to the clinician's hand. We have determined the root cause for the incident to be user error rather than a product defect.